Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a 10 ml bd¿ syringe broke and blood leaked during use. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Investigation results: one sample was returned to sbdm. The barrel of the syringe was broken. House sample verification: sbdm inspected the same lot house samples of 40 pcs quantity, there is no abnormality found. Device history record review: sbdm review the manufacturing record of the complaint lot number (lot 1710172), there is no issue with the manufacturing process of the syringe. Complaint record review: there are no such similar complaint of the same product and lot (sku 59006788 / lot 1710172) from other customer. Root cause: based on investigation on the returned sample, the likely cause is that the affected sample was broken before the scale printing process in the syringe assembly machine. It is possible that when the barrel components moved along the conveyor line to the scale printing machine from the barrel and plunger assembly machine, and the conveyor line was full of barrels, it triggered the sensor before the scale printing machine. The line stopped and promptly resumed the run again. An error occurred by the time of the re-run, it is believed while the affected barrel was being guided into the scale printing, it got hit by the feeder index and broke the barrel. Corrective actions: 1. Sbdm conducted quality training on this customer complaint for syringe assembly line workers and quality inspector. 2. Sbdm improved syringe assembly machine by regulating speed of product feeding guide to prevent reoccurrence of the complaint case. 3. Sbdm is improving process monitoring & product inspection during syringe assembly & packing process. Conclusion: based on investigation on the returned sample, the likely cause is that the affected sample was broken before the scale printing process in the syringe assembly machine. No bd CAPA was initiated; however, supplier CAPA (B)(4) was initiated to investigate the reported issue.